Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2 ref# 01.00551.102) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a revitan prox. Cylindrical 55 on (B)(6) 2004. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00022-1). All the information captured as per 0009613350-2016-00022-1 including g4(date received by manufacturer) except b4. Updates: d1, d4, d10, g4, g7, h3, h4, h6, h10. It was reported, that the patient was implanted a revitan dist. Straight 16/200 on (B)(6) 2004. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device. The revitan dist. Straight 16/200, the revitan prox. Cylindrical 55 and the sulox-head 32 's' 12/14 were returned for investigation. The connection pin of the revitan stem broke in the non-blasted area approx. 5 to 9 mm distal of the proximal end of the distal part. The proximal part of the connection pin was still assembled to the proximal part of the revitan stem. The fracture surfaces showed a fatigue fracture starting from the lateral side. The macroscopic investigation of the fracture surfaces did (as far as visible) not reveal defects that could have triggered or favored the fracture. The fracture surfaces were not plane, there were higher and lower steps along the circumference of the connection pin visible. Both surfaces were partially polished and the fracture structure did not appear to be intact anymore. Close to the fracture origin a bluish-black zone probably an oxide layer could be seen. On the proximal fracture part of the connection pin there was a circumferential stripe showing surface changes adjacent to the blasted area. Closer inspection of the stripe with a low power microscope revealed mainly smeared metal, polishing and corrosion. In the stripe some transverse running cracks could be detected. On the blasted surface of the pin some deposits could be noticed. The face surface of the proximal part was intact and inconspicuous. The anchoring surface of the proximal part did not show bone ongrowth. There was slight damage, e.g. Scratches, nicks and marks deriving from electro-cautery. More conspicuous sharp grooves in transverse direction could be seen close to the neck region on the anterior as well as posterior side. Their origin remained unknown. The proximal part of the lateral area of the taper had a slightly darker appearance in color which could most probably be attributed to a formation of an oxide film. There was a lighter in color appearing zone on the medial side close to the longitudinal edge of the proximal part which probably could indicate slight signs of loosening. The inside of the distal part¿s body was damaged and there were zones of bluish-brownish discoloration. The anchoring surface and the face surface were damaged by scratches and instrument marks most likely due to the removal of the part. On the lateral side a hole was drilled which probably served as an aid for the removal. It had a length of approximately 7 mm and was located just below the fracture origin area. Due to this the latter was slightly lifted and cracked. The distal part showed bone attachments on its entire lengths. The conical nut was insignificantly damaged by scratches and instrument marks and exhibited a slightly polished line on its lateral surface. The sulox head showed diffuse metallic smearing on the articulation surface as well as on the bottom bevel. On the articulation surface an unpolished appearing area could be seen. It had a length of about 32 mm and a maximal width of 11 mm. The surface was inspected under the microscope at 200-times magnification with differential interference contrast. The border between polished and unpolished areas was clearly recognizable. The latter appeared dark due to pull-out of ceramic grains. The intensity and amount of the darker appearing spots decreased towards the unloaded area. Root cause analysis: the hip prosthesis was revised after 11 years in vivo due to a stem fracture. The revitan stem was fractured at the connection pin due to fatigue in the non-blasted area some millimeters below the proximal end of the distal stem part. The fracture origin was located on the lateral side of the stem. Macroscopically, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part a circumferential stripe revealing mostly smeared metal, polishing and corrosion could be observed. It was unknown if that stripe existed already before the start of the fracture and were associated with it or developed exclusively as a concomitant. From the bone ongrowth seen on the revised parts, it was assumed that the distal part was well fixed while there were slight signs of possible loosening on the proximal part. However, it stayed unknown if those existed already before the start of the fracture and were associated with it or developed exclusively as a concomitant. As there was no information about the patient (gender, bmi, level of exercise) and the clinical circumstances (e. G. Change of bone situation over time in vivo) it could only be hypothesized that the stem did not have sufficient proximal bone support throughout the entire time in vivo. This could have an influence on the sequence of events finally resulting in the fracture of the stem. It was unknown if there were other factors having an influence on the sequence of events. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer's reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.